Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a malfunction in the controller board led to the station shutting down. The field service engineer installed a new drawer controller board at the rear of the drawer to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it did not start up, resulting in a failure of the drawer. The customer reported that the issue arose when the user was trying to dispense medication. The user obtained the necessary medications from an alternative source. There were no adverse events or injuries reported based on this incident.